Event description:
It was reported that the patient experienced tamponade caused from perforation of the right ventricular (rv) lead. The patient had an emergency pericardial window and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the full lead was returned, analyzed, and no anomalies were found. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and the right ventricular (rv) lead showed high thresholds. It was further noted that the patient experienced tamponade caused from perforation of the right ventricular (rv) lead. The patient had an emergency pericardial window and the lead was explanted and replaced. No further patient complications have been reported as a result of this event.